Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that the installation of mosaiq on the test server was not pointing to the local test database but pointing to the production database. The test server was reconfigured and any tests that had been performed from the device could be verified. Elekta extracted all the information on the production database on the dates when the test server was accessed by the customer. The customer verified the data and confirmed that there had been no mistreatments, therefore no action taken on the database could have affected the treatments initially planned. It was found that due to human error the test server was incorrectly installed.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that the test environment is linked to a production environment.